Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The clinical diagnosis was updated to sub-clavicular infected wound. The etiology was updated to related to implant procedure and not related to device/therapy. It was indicated that the patient did not follow the surgical wound care and antibiotics indications which finally led to the infection. Actions included explanting the ins and extensions. The outcome was stated to be resolved without sequelae due to persistence of infection. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: neu_unknown_ext, lot# serial# unknown, explanted: (B)(6) 2016, product type: extension. Product ID: neu_unknown_ext, lot# serial# unknown, explanted: (B)(6) 2016, product type: extension. Product ID: 3387, lot# unknown, implanted: (B)(6) 2006, explanted: (B)(6) 2017, product type: lead. Product ID: 3387, lot# unknown, implanted: (B)(6) 2006, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional from a clinical study regarding a patient who was implanted with a neurostimulator. It was reported the patient had a surgical abdominal infected wound. Diagnostic methods included an examination that identified an erythematous surgical wound and exudation on (B)(6) 2016. Interventions involved explanting and not replacing the neurostimulator and the extension on the same day of examination. The event resulted in an unscheduled clinic or office visit. Etiology was noted as not related to the device, therapy or implant procedure. Etiology was also reported to be surgery infection wound/bad adherence to treatment. The event resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. The outcome was considered resolved with sequelae (B)(6) 2017, where the sequelae was indicated to be persistence of infection. No further complications were reported/anticipated.

Manufacturer narrative:
Section d information references the main component of the system, other applicable components are: product ID 3387 lot# unknown serial# implanted: 2006 (B)(6) explanted: 2017 (B)(6) product type lead product ID 3387 lot# unknown serial# implanted: 2006 (B)(6) explanted: 2017 (B)(6) product type lead product ID neu_unknown_ext lot# serial# unknown implanted: explanted: product type extension product ID neu_unknown_ext lot# serial# unknown implanted: explanted: product type extension additional review indicates that information from manufacturer¿s report #3004209178-2017-24398 is a continuation of the event in this report (#3004209178-2017-24391). Any additional information regarding that event will be submitted as a supplemental submission to this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient had a "cephalic" surgery infection wound. Diagnostic methods included an examination that identified "inflation" wound on 2017 (B)(6). Interventions involved explanting and not replacing the lead 2017 (B)(6). The event had resulted in an unscheduled clinic or office visit. Etiology was noted as not related to the device, therapy or implant procedure. Incisional site/device tract was reported as burr hole site. It was unclear if it was the left or right side. Symptoms were indicated to be "exudation of cephalic wound and exposition of catheter." The event resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. The outcome was resolved without sequelae 2017 (B)(6). It was later clarified the infection was at the left and right burr hole site. The incisional site/device tract was updated to lead/extension tract, burr hole site. The etiology was updated to possibly related to the device/therapy. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID neu_unknown_ext serial# unknown implanted: (B)(4) 2006 explanted: (B)(4) 2016 product type extension product ID neu_unknown_ext serial# unknown implanted: (B)(4) 2006 explanted: (B)(4) 2016 product type extension product ID (B)(4)lot# unknown implanted: (B)(4) 2006 explanted: (B)(4) 2017 product type lead product ID (B)(4) lot# unknown implanted: (B)(4) 2006 explanted: (B)(4) 2017 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The extensions were implanted (B)(6) 2006. No further complications were reported/anticipated.